Event description:
During the primary surgery on (B)(6) 2009, the surgeon implanted a crosslinked anchor peg glenoid, the pt was unstable out the back, so the surgeon used an eccentric head to gain stability. The surgeon was aware of the mismatch between the head and glenoid but had no other option. The pt was revised to address instability and loosening of the glenoid component. The version of the implants was corrected during the revision surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.